Event description:
Patient was revised on right hip due to dislocation. Doctor removed liner and depuy head. Update doa 1/14/2015: as per operative report patient had closed reduction on (B)(6) 2014, closed reduction requiring general anesthesia on (B)(6) 2014, closed reduction under general IV sedation on (B)(6) 2014 and incision & drainage on (B)(6) 2014.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
Update: this device was identified as a subcomponent of 690-00-28f and was previously reported under MFR#0002249697-2014-05053.

Event description:
Patient was revised on right hip due to dislocation. Doctor removed liner and depuy head. Update doa (B)(6) 2015: as per operative report patient had closed reduction on (B)(6) 2014, closed reduction requiring general anesthesia on (B)(6) 2014, closed reduction under general IV sedation on (B)(6) 2014 and incision and drainage on (B)(6) 2014 update: this device was identified as a subcomponent of 690-00-28f and was previously reported under MFR#0002249697-2014-05053 .